Event description:
Boston scientific received information that the two right ventricular (rv) leads were fractured. A revision procedure was performed and the rv leads and device were explanted. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments approximately 16 cm from terminal pin. The extracting stylet remains stuck inside the distal segment. A setscrew mark was noted on the terminal pin and terminal ring (in correct position/location). A continuity test and x-ray showed all conductor coils were intact, with no fractures observed.